Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, health effect appears to have occurred but there is not yet enough information available to classify the clinical signs, symptoms and conditions. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch/failure mode. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that potentially a journey bcs insert has been implanted with a genesis ii femur and tibia. Further information was requested.